Event description:
One endeavor sprint rx drug-eluting stent was implanted at the mid rca. Pt was asymptomatic/ free of symptoms at 30 day follow up, at 6 month follow up and at 1 year follow up. A stroke is reported to have occurred approximately 13 months following index procedure. The type of stroke is unk. Diagnosis was based on a radiological eval. Investigator has indicated that event was not related to the study stent. Pt was asymptomatic /free of symptoms at 1.5 year follow up.

Manufacturer narrative:
Evaluation: results: cva/stroke.